Event description:
The plastic head of the needle in thoracentesis kit (which is inserted into stylet that goes in to patient to draw fluid) was melted or broken and could not be removed. Never reached patient, no harm to patient.